Event description:
It was reported that a y-type microbore catheter extension set could not be flushed. This occurred during infusion of a vasopressor. The reporter stated that ¿priming and flushing were fine but after few flushes, the tubing just occluded and was not able to flush anything at all.¿ it was reported that the patient¿s ¿blood pressure dropped slightly due to the brief interruption of their vasopressor drips.¿ there was no patient injury or medical intervention associated with this event. Additional information was requested and is not available. This is report 4 of 4.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.